Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. A call to technical services placed on 7/3/2014 stated that during the case for normal battery replacement, this riata lead had 45-75 ohm in triad configuration. It was also saying "noise". When the medtronic programmer was powered down, the noise went away. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).